Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency room physician felt implantable cardioverter defibrillator (ICD) was not working appropriately because the patient had vt (ventricular tachycardia) up to the 180s and the ICD did not do anything. The patient was diapharetic. It was explained that the rhythm was initially below detection/therapy zone and then when rates increased the onset was gradual, so the ICD withheld therapies. The ICD remains in use. Additionally, it was reported that there were atrial undersensed beats with atrial pace and ventricular safety paced beats. The atrial lead remains in use. The patient was treated with medication to help with rates. No patient complications have been reported as a result of this event.